Event description:
It was reported that there was pump issue and the arctic sun device did not draw water. Preventive maintenance needed to be done. Per review of wo on 06-jan-2023, there was no patient involvement. Per follow up information received via email on 09-jan-2023, the device would be repaired by crs in the hospital. Per follow up information received via email on 10-jan-2023, it was confirmed that because of the pump issue it did not draw water.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event was unconfirmed, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was pump issue and the arctic sun device did not draw water. Preventive maintenance needed to be done. Per review of wo on 06-jan-2023, there was no patient involvement. Per follow up information received via email on 09-jan-2023, the device would be repaired by crs in the hospital. Per follow up information received via email on 10-jan-2023, it was confirmed that because of the pump issue it did not draw water.